Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection verified the power supply cable was frayed and wires were exposed. The backplate of the device was removed and a standard power supply was connected to the unit. The unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The root cause of the event was isolated to physical damage due to an undetermined event.

Event description:
This report is to advise of an event observed during analysis confirming frayed and exposed wires of the power supply.